Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new connecting cable (details unknown). New detachment control box (details unknown).

Event description:
The ultipaq platinum microcoil 2.5 mm x 8 cm coil (fsr10025820/c12657) could not be run off because of several problems with the detachment. A new connection cable and detachment control box were used to try to detach the coil but the coil was unable to be detached. Visually nothing wrong was found in the coil. The coil was retrieved. The aneurysm was broken and it was a very difficult situation. This is a potential adverse event. The product was stored according to labeling instructions. The user was not trained. The procedure was cerebral embolization.

Manufacturer narrative:
The procedure was cerebral embolization of a ruptured aneurysm. The aneurysm ruptured before the incident with the coil. The patient was bleeding from the rupture and the coil could not be detached to stop the hemorrhage. The ultipaq platinum microcoil 2.5 mm x 8 cm coil (B)(4) could not be detached upon deployment through an unidentified microcatheter. The first connecting cable (B)(4) and first detachment control box (B)(4) were changed to a new connecting cable (B)(4) and a new detachment control box (B)(4) to try to detach the coil but the coil was still unable to be detached. A different coil (B)(4), a new connecting cable (B)(4), and both detachment control boxes were used to successfully complete the procedure. A pre-deployment electrical check was performed with the first and second connecting cable and detachment control box. All connections appeared to fit properly without application of excessive force for the first and second connecting cable and detachment control box. The low battery light and fault light were not seen during the case on the first and second detachment control box. During the detachment cycle, the detachment light illuminated on the first and second detachment control box. The audible signal beeped on the first and second detachment control box. No anomalies were noted upon visual inspection of the coil during the procedure. The coil was not stretched and was still attached to the delivery system when it was removed from the patient. The product was stored according to labeling instructions. There was no additional patient injury as a result of the event. Several other coils were successfully detached before and after the ultipaq failed to detach. The customer stated that the coil did not appear to be damaged; however, upon receipt in the laboratory, the coil was found to be severely damaged. It appeared that the system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any complaint-related trace evidence may have been altered or removed prior to the device being returned. The detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely contributing factor to the microcoil system passing the pre-deployment electrical check and the detachment failure inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. There was also secondary damage to the microcoil system. It was found that the v notch of the resheathing tool was fractured by the locking mechanism. A possible contributing factor to some of the microcoil system damage found may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused additional damage to the unit. It cannot be determined if any of this secondary damage can be related to the field complaint. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on this investigation, no corrective action is warranted at this time.